Manufacturer narrative:
An investigation was conducted: it was reported that during an eviva procedure on (B)(6) 2025, the user experienced sampling issues which resulted in additional tissue samples being obtained from the patient. It was reported that testing of the device prior to the procedure was successful; however, after the device was placed in position in the patient's breast, and the radiologist performed approximately 6 samples, the first sample was stuck in the tubing, and the remaining samples were stuck in the probe. It is reported that the user tried engaging the dry suction, lavage, and massaging the tubing and eventually the samples did come through; however, the target was not recovered, and further sampling was needed. The user reports that at that time, the lavage seemed to be running properly so they proceeded with more sampling. It is reported that once again, the same issue of blocked samples occurred and in order to remove the samples the user needed to cut the tubing at the junction of the probe. The user reports that they switched to another probe to finish the procedure. No further information is currently available. The device was returned to the post market quality laboratory for the investigation. Visual inspection was conducted and revealed signs of physical damage; the tubing of the device was cut. Consistent with the initial evaluation, the visual inspection detected that the tubing of the device was cut. Based on this observation, the complaint was confirmed. Since the unit was visually verified, functional testing was not conducted but the complaint could be confirmed due to the statement from the customer in the complaint, they need to cut the tubing to retrieve the samples out. The complaint was confirmed, and root cause analysis determined that the failure was attributable due to the statement from the customer in the complaint, they need to cut the tubing to retrieve the samples. The investigation involved a comprehensive review of device history records, complaint data, risk assessments, and testing results. Control points are in place at the production line to increase the detectability of the failure mode. Conclusion: the root cause analysis did not identify a definitive cause. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: yes. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during an eviva procedure on (B)(6) 2025, the user experienced sampling issues which resulted in additional tissue samples being obtained from the patient. It was reported that testing of the device prior to the procedure was successful; however, after the device was placed in position in the patient's breast, and the radiologist performed approximately 6 samples, the first sample was stuck in the tubing, and the remaining samples were stuck in the probe. It is reported that the user tried engaging the dry suction, lavage, and massaging the tubing and eventually the samples did come through; however, the target was not recovered, and further sampling was needed. The user reports that at that time, the lavage seemed to be running properly so they proceeded with more sampling. It is reported that once again, the same issue of blocked samples occurred and in order to remove the samples the user needed to cut the tubing at the junction of the probe. The user reports that they switched to another probe to finish the procedure. No further information is currently available.